Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a vitreous cutter did not cut before surgery. There was no patient involved.

Manufacturer narrative:
One 23ga company probe sample was returned for evaluation for the report of not cutting. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicates there were no additional complaints for the reported issue. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not open or close completely. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and down the front of the inner cutter. O-rings, spacers, diaphragm and spring were all intact. The complaint evaluation does confirm the probe actuation and cut function performance was nonconforming. The exact reason for the poor actuation/cutting cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from a worn or damaged inner cutter. The cutter quality had deteriorated during its approximately 15 minutes of surgical use. The wear marks on the inner cutter also support the performance deterioration. (B)(4).